Manufacturer narrative:
The device is not available for evaluation as it was discarded. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing. See related 0001920664-2022-00162.

Event description:
The user facility in germany reported that during the procedure, at another branch, the surgeon noticed little white (bright) "plastic-splinters" in the patient's eye. The "splinters" could not be defined. They were aspirated and disposed of. There was no impact to the patient and the prolongation of the procedure was marginal. This report is for an additional event reported by the facility. There is no additional information available.

Manufacturer narrative:
Neither the product nor the reported material will be returned. Unable to investigate further for the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related 0001920664-2022-00162.